Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had a faulty display. Although requested, the patient information was not provided.